Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode. A field service engineer found the station in disconnected mode. Verified the ethernet cable and network settings, then swapped the wall jack connection with a nearby station (surgery), which restored connectivity. Confirmed with the customer that disconnected mode was cleared and data synchronization was current. Referred the customer to their it department for further troubleshooting, and it was able to make changes to fully restore the station connection. Additionally, powered off the station to confirm backup battery activation, rebooted to check for updates, inspected all connected drawers, cleaned the aio, bioid, and keyboard cover, and tightened the barcode scanner cradle. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was in disconnected mode and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.